Event description:
It was reported that during preparation, the nurse found foreign matter on the y-fitting of the intra-aortic balloon (iab) prior to opening the packaging. A new iab was inserted to start therapy. There was no patient harm, and no adverse event reported.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
A mega 8fr 50cc catheter kit was returned intact and sealed. Dark spots/matter observed on the y-fitting of the iab inside the product packaging. No penetration cuts and or damage was observed inside the packaging. The evaluation consisted of a visual and chemical analysis inspection confirming the presence of dark spots/matter on the y-fitting of the iab inside the packaging. A sample of the spots/matter has been tested via infrared spectrum analysis and was found to be consistent with the black ink used to print the serial number on the y-fitting of the device. The black ink for printing the serial numbers have been evaluated for biological safety, accepted and deemed biocompatible. The ink does not affect the function of the device, and poses no risk to the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The ink splatter around the y-fitting is acceptable as is. Reference complaint (B)(4)

Event description:
N/a